Event description:
It was reported the rv lead was capped and replaced due to low impedance, muscle/nerve stimulation, and apparent conductor fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.